Manufacturer narrative:
The catheter portions that were explanted were returned, and analysis found that one catheter was incomplete and returned in segments. Analysis on the other catheter found that the catheter body was torn, broken, or melted at or after explant, which did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a device manufacturer representative regarding a patient who was receiving dilaudid (1.5 mg/ml at an unknown dosage) and bupivacaine (30 mg/ml at an unknown dosage) via an implantable infusion pump for spinal pain. The patient's medical history included lumbar radiculopathy. It was reported that the pump was turned to minimum rate in (B)(6) 2018. When the patient's dose was increased, the pain was increased. The pain was alleviated when the dose was decreased. The pain was in the right abdomen. An inflammatory mass was suspected. The catheter was viewed under fluoroscopy, and the tip of the catheter was lateral to the right side rather than midline. A surgical catheter revision was performed on (B)(6) 2018. The patient complained of pain at the pump site. A pump pocket revision was performed during the planned catheter revision on (B)(6) 2018. There were no environmental/external/patient factors noted that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the cause of the catheter tip being midline was unknown/not determined. The inflammatory mass was suspected, and the cause was not determined. The pump revision was performed because the patient was experiencing pain at the pump site. No further information was available on the pain at the pump site. Neither the pump nor catheter revisions were resolved at the time of the report. The explanted catheter was going to be returned to the manufacturer. No further complications were reported.